Manufacturer narrative:
The reported events of "capsular contracture, baker grade IV" and "breast cancer" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and breast cancer.

Event description:
A hospital pharmacist reported, "capsular contracture", baker grade IV, "discomfort", "deformation", "pain" and "breast cancer: ductal", "right breast lumpectomy and radiotherapy in 2021". The event of "breast cancer: ductal" is considered not device related. This record is regarding the right side. The device has been explanted.

Event description:
A hospital pharmacist reported, "capsular contracture", baker grade IV. This record is regarding the right side. The device has been explanted.

Manufacturer narrative:
Based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is not related to the device. No other observations observed. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
A hospital pharmacist reported, "capsular contracture", baker grade IV, "discomfort", "deformation", "pain" and "breast cancer: ductal", "right breast lumpectomy and radiotherapy in 2021". The event of "breast cancer: ductal" is considered not device related. This record is regarding the right side. The device has been explanted.